Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. D4: expiration date unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, on (B)(6) 2021. The reporter indicated it appeared that a crystalline lens opacity was observed post-op. The lens remained implanted. Additional information has been requested but none has been forthcoming.